Event description:
According to the information received, the cineangiography and cardiac echo showed limited leaflet motion. Warfarin was used for anticoagulation therapy. During explant, 5 mm of "granulation" was noted at the pivot guard near the left non-coronary and pannus was on the left ventricular side, which caused the limited leaflet motion. No thrombus was noted. The sewing cuff was removed after pannus "resection". An 18 mm ats ap aortic valve was then implanted.